Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked liquid crystal display (lcd) screen and broken light-emitting diodes (led). Dual thermistor and interlock block both have stripped threads. Corroded drain fitting and faded line cord. Functional testing found can't read the temp confirming the customer complaint. Replaced printed circuit board (pcb), drain fitting, dual thermistor, interlock block, and line cord. The root cause of the reported issue was found to be user interface - cracked lcd display from impact damage. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: model number.

Event description:
Oracle ro 1253307: cant read the temp.

Manufacturer narrative:
UDI and operator of deviceare unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cant read the temp. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.